Event description:
The physician claims that intervention was peformed on the patient due to an infectious obstruction of a previously implanted carotid graft. The infective agent was found to be staphylococcus aureus. Additional information is presently being sought.

Manufacturer narrative:
Being investigated. Note: items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report.